Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057 lot# unknown serial# implanted: explanted: product type screening device.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was bleeding through their catheter and was in a lot of pain ¿back there¿. Additional information was received one day later. The patient was sore and in a lot of pain and was told to take ibuprofen. Additional information was received on 2017-jul-09. The patient noticed bleeding around the lead insertion area, had been in pain for a couple days, and noticed it hurt when urinating; it as noted ¿when I use the restroom and wipe, there¿s blood¿. The patient was advised to follow-up with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as heath care professional reported that catheter was removed from the patient but there was no information regarding weight or serial number. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.